Event description:
It was reported that the pt experienced a loss of therapeutic effect over the past year; specific symptoms were not initially reported. It was subsequently determined that the catheter had a micro-tear. The catheter was revised 1.5 months ago, but the pt continued to experience lack of pain relief. A successful catheter dye study was performed and the catheter was patent so the hcp was conducting a roller study. A f/u report will be sent if add'l info becomes available to us.